Event description:
A malfunction was reported with a malf 9 code, but no notable events occurred before it. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.